Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented due to receiving shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation and review of the data, t-wave oversensing due a slow ventricular tachycardia (vt) was observed. It was noted that one of the episodes showed an inappropriate shock due to the t-wave oversensing where the shock occurred on the t-wave and sent the patient into ventricular fibrillation (vf). Three shocks were administered before the vf converted. It was noted that the patient had received inappropriate therapy due to t-wave oversensing and low r-wave amplitude previously when programmed to a different vector. Boston scientific technical services (ts) was consulted and discussed that there was no guarantee another vector would manage differently. Subsequently the physician elected to explant the s-ICD and electrode and the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of recorded episodes noted some double counting due to changing morphology and wide arrhythmia. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output.